Event description:
Single account reported to dade behring that they observed a clinical s. Aueus isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos combo type 12 panel on a microscan walkaway system and oxacillin-resistant results on a secondary method (oxacillin screen agar) for the clinical isolate. The susceptible result was not reported for the pt; account confirms all results with secondary method. There was no report of adverse health consequences to the pt as a result of the false susceptible results being obtained.